Event description:
During service at baxter, it was discovered that failure code 810:04 found in service was caused by the ail pcb (air in line printed circuit board) out of calibration and was recalibrated by service. The event occurred during product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4).

Event description:
During a stenting procedure in the left renal artery, the palmaz genesis sds was delivered to the target lesion via the femoral artery without difficulty. However, the balloon ruptured just before nominal pressure during inflation. The stent was placed in the lesion, though it required post-dilatation. The target vessel was noted to be mildly calcified and not tortuous, and was 90% stenosed. There was no report of adverse event and the patient is in stable condition.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).